Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. A correction bolus via the pump was delivered to address bg.